Manufacturer narrative:
Insulin pump passed displacement test and self test. No motor arm failed self-test alarm and software error bad pointer, impossible default case, parameter out of range, etc. Alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rf pic failed selftest. The customer's blood glucose level was 12.4 mmol/l. Customer was able to successfully clear the alarm. Customer received request to rewind pump. There was multiple occurrence of the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.